Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformanaces or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 19/nov/2025, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 following lethargy and abdominal pain at home. Discharge paperwork was requested by the outpatient clinic from the admitting facility; however, hospital paperwork was not received. As a result, laboratory findings, prescribed medications and other details of the patient¿s hospital course remain unknown. The patient was diagnosed with peritonitis due to touch contamination during ccpd on the liberty select cycler at home. It was believed that the patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient was discharged home on (B)(6) 2025. The patient was prescribed oral cefazolin at 500 mg twice a day by the outpatient clinic to address the infection at home post-discharge. It was reported that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered as she continues ccpd therapy on the same liberty select cycler as before this event.

Event description:
On (B)(6) 2025, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 following lethargy and abdominal pain at home. Discharge paperwork was requested by the outpatient clinic from the admitting facility; however, hospital paperwork was not received. As a result, laboratory findings, prescribed medications and other details of the patient¿s hospital course remain unknown. The patient was diagnosed with peritonitis due to touch contamination during ccpd on the liberty select cycler at home. It was believed that the patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient was discharged home on (B)(6) 2025. The patient was prescribed oral cefazolin at 500 mg twice a day by the outpatient clinic to address the infection at home post-discharge. It was reported that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered as she continues ccpd therapy on the same liberty select cycler as before this event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by lethargy and abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to a break in asepsis during pd therapy with no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to aseptic technique through touch contamination during pd is the leading source of transmission of peritonitis causing pathogens. Though laboratory results were not reported, a reduction in symptoms in response to antibiotic therapy provided evidence of resolving peritonitis. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.